Manufacturer narrative:
The sample was not returned by the customer for evaluation. A review of the device history record for the lot number indicates that the lot was processed and released according to the product specifications. The device was not returned for evaluation. Additional information was requested but was not provided; therefore, the root cause could not be investigated. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following a microstent (gfd) implant procedure, the patient rubbed the eye causing displacement of the company implant. There is now stent - iris contact causing bleeding. The surgeon scheduled the removal of stent with anterior chamber (ac) washout. As per the surgeons opinion, the rubbing of the eye caused the issues. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).